Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 485 mg/dl; cause was not known. The customer was hospitalized and treated with potassium. The customer arrived at the hospital on (B)(6) 2021. There is no additional information pertaining to hospital release date. Customer did not sustain any permanent damage.